Manufacturer narrative:
(B)(4). (B)(6). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; the balloon couldn't be inflated during a tep hernia repair. The operation was not extended due to the issue. There was no additional blood loss, tissue loss or tissue damage. There was no patient injury. Another device was opened in order to complete the case. The UDI of the device is not available. No further information is provided.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker preperitoneal dist balloon opened by the account. The obturator was not received; however, the insufflation bulb was received. A cut was observed to penetrate the balloon. The dissector balloon was inflated; leak was observed from the cut. No additional abnormalities were noted during visual and functional evaluation. Visual and functional testing of the returned product confirmed the product, as received, did not meet specifications. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.